Event description:
The MFR received information from a third party service center alleging a ventilator was alarming for low inspiratory pressure and the lcd display screen was defective. The device was not in pt use. The device has not yet been evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.